Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the left eye (os) of a female patient due to vitreous causing the toric lens to be unstable. An anterior vitreolysis was performed, date unknown; with no improvement reported. Lens was then explanted. Visual disturbance and vitrectomy were also reported. Lens was replaced with a model za9003 lens. Patient reportedly did well post op with the replacement lens. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site. A product investigation therefore, could not be performed. The customer's reported event could not be confirmed. Manufacturing record review: a review of the manufacturing records was performed. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The product was manufactured according to specification. A search on complaints revealed that no other complaints for this order number were received to date. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.